Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and replaced the ise flowcell and the carbon bridge to resolve the issue. The fse performed calibration integrity and quality control, which all passed. The fse verified the analyzer resumed normal operation. The beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported obtaining low patient results for sodium (na) on their dxc 600 pro clinical chemistry analyzer. Three (3) patients with low results were not reported out of the laboratory. The customer repeated the patient samples on the same analyzer and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided the results for three (3) patients.